Manufacturer narrative:
The country of origin is (B)(6). The most recent qc had acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 results from the cobas integra 400 plus serial number (B)(4). The initial bilirubin total result was 0.906 mg/dl the repeat results using a 1:2 dilution was 0.85 mg/dl and a 1:1 dilution was 0.91 mg/dl. A bilimeter manufactured by fa. Pfaff result was 3.3 mg/dl and radiometer abl 90 flex result was 2.8 mg/dl. The newly drawn sample on (B)(6) 2021 result was 1.042 mg/dl. The bilimeter manufactured by fa. Pfaff result was 3.5 mg/dl. The customer expected a higher value due to a suspected diagnosis of anorexia and due to the color of the sample as it was more yellow than normal. The questionable results were reported outside the laboratory.

Manufacturer narrative:
The samples from the patient were provided for investigation. The results obtained by the customer could be reproduced. Further investigations of the samples could not find any interfering factors. A general reagent problem can be ruled out because calibration and quality control are acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.